Event description:
Patient was revised to address light poly wear. (Left ankle).

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states there was light wear on the insert. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 17 years of implantation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. In addition, this product code has been inactive since (B)(6) 2001. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.